Manufacturer narrative:
The device has been received for analysis, but the analysis is not yet complete. New information from the analysis results will be submitted after the analysis is complete.

Event description:
Medtronic received information that during the implant of this 18 mm mechanical valve, the valve annulus would not fit the patient's native anatomy after sutures were placed in the valve; this valve was explanted and a 16 mm valve was implanted in its place. The valve was inspected prior to use and no product abnormality was noted; the physician suspected a product defect because this valve did not match the product gauge. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. The valve holder was received with the valve for analysis, along with a blue plastic forceps. The valve was slightly discolored showing evidence of blood contact. The valve appeared to be intact with no evidence of visible damage. The valve size met manufacturing specifications for an 18 mm (.828¿ ±.016). Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve appeared to be in tact with no evidence of damage such as cracks, breaks and/or surface anomalies. The valve tissue annulus diameter was verified and met the specification. Based on the reported information, the cause of the event was a sizing issue, which could potentially have been due to technical error. The device was considered acceptable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.